Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. At the time of the call, the customer's blood glucose (bg) level was 449 mg/dl. The customer stated that due to the reported issue, manual injections had to be used. Additionally, bg level has been elevated since reverting to manual injections. Customer indicated that their health care provider would be contacted regarding managing bg level with manual insulin injections.